Event description:
A report was received that the patient's battery was not charging. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the patient was experiencing inadequate pain coverage. It was noted that one of the patient¿s lead had high impedances and circle around the lead. The physician believed that the patient had some falls and bumped the ipg which caused the charging issue. The patient underwent an ipg replacement procedure. The explanted device was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient's battery was not charging. The patient will undergo an ipg replacement procedure.